Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital for illness. Upon investigation the system was found infected. A revision procedure is planned to remove the implanted system though the patient was transferred to a second facility without further detail provided. This system remains in service. No additional adverse patient effects were reported.